Event description:
A pt reported experiencing inaccurate low results using a lifescan meter. The pt's blood glucose results were 73 mg/dl, 141 mg/dl. Tests were done within <10 minutes with a difference of 56%. Pt did not experience any adverse events. No further info has been reported.